Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 06/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed records of power on reset. The coin slot on the battery cap was worn and cannot be used to tighten or loosen the cap. The threads on the battery cap were stripped. A test battery cap was used for the evaluation. The pump powered up with the appropriate audible and vibratory features. All the buttons functioned properly. Due to investigation on other complaints, the pump was not available to perform the pump delivery accuracy testing for the alleged adverse event.

Manufacturer narrative:
(B)(4) ¿ additional information: in a response to the customer support¿s attempts to follow-ups on the battery cap issue reported on (B)(6) 2014, the reporter called back on (B)(4) 2014 and alleged that the patient had experienced a serious hyperglycemia event in (B)(6) 2014. Reportedly, the patient had a blood glucose reading of 400 mg/dl with large ketones, abdominal pain, vomiting, and nausea. The patient was admitted to the emergency room, diagnosed with diabetic ketoacidosis and treated by health care professionals with insulin injection and intravenous fluids. Customer support reviewed the event with the reporter. The reporter stated that they were unable to remove the battery cap from the pump and the issue started in (B)(6) 2013. Additionally, it was revealed that the patient had discontinued pump therapy since then and was on alternate treatment plan when the hyperglycemia event occurred. The patient continued to be off pump therapy at the time of the returned call.